Manufacturer narrative:
(B)(4). Batch #: unknown. Attempts are being made to obtain the following information. To date no response has been provided. Once additional information has been received, a follow-up report will be submitted: does the surgeon believe that difficulties with the device were associated with the patients post operative pain? Why or why not? What color cartridges were used throughout the creation of the entire sleeve? Did the patient have a preexisting diathesis that prompted the administration of tranexamic acid? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances / manufacturing irregularities were identified. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that there was significant oozing through staple line when stapling the stomach. Surgeon used tranexamic acid as a coagulant prior to firing and bled significantly. Patient is ok and recovering but two lots of ligaclips were used to stem bleed.

Manufacturer narrative:
(B)(4). Date sent: 1/27/2023. Additional information was requested, and the following was obtained: does the surgeon believe that difficulties with the device were associated with the patients post operative pain? Why or why not? What color cartridges were used throughout the creation of the entire sleeve? Did the patient have a preexisting diathesis that prompted the administration of tranexamic acid? Answer - the customer is unwilling to answer the questions I¿m afraid. Feels it¿s too many questions. I believe it was green reloads all the way up I do know that.